Event description:
Upon attempting to attach it to stealth impactor instrumentation, surgeon found that the attachment peg on pin was too wide and would not fit. Another pin of the same size but different lot number was opened and the peg was the correct size. Medtronic rep was in the room during procedure as is the normal process and compared an unopened pin of the same lot as the defective one with the opened pin and found that the pegs looked the same size. There was only one pin left in the core with this lot number and it was pulled. A defective product sheet was filled out by circulator and given to the supply supervisor. Upon asking surgeon while completing sheet, it was confirmed that product, if used, could have caused harm to patient by possibly getting stuck and having to be cut out of the bone. Medtronic vendor took opened defective product as well as unopened product of the same lot number.